Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available.

Event description:
Material no 405828, batch no: unknown. It was reported that during use of the tray cse whit27g4.7 we17g3.5 swc x3795 a glass 5ml lor syringe was found to be broken upon opening the tray. It was also reported that the distal end of the needle fractured during insertion. The following information was provided by the initial reporter: it was reported that a glass 5ml lor syringe was found to be broken upon opening the tray. It was reported that the distal end of the needle fractured during insertion. No aes as a result, nothing broke off into the patient.